Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that 14 years after implantation, the patient presented elevated cobalt levels and will require a revision surgery. Attempts have been made and no further information has been provided yet.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for visual examination. Review of the device history records was not possible as the lot number is unknown. This device is intended for treatment. No further investigation required as this is a known issue and documented in the relevant risk file. Most likely root cause for the reported event is inappropriate use/implantation of the product if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined that the inclusion of the supplementary information does not impact the findings of the investigation, which are documented in MFR 0009613350-2022-00548-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: item#:01.00181.460 ;lot#:unknown ;item name: metasul ldh, head, 46, code l, taper 18/20 ; item#:unknown zimmer metal acetabular liner ;lot#:unknown ;item name: unknown zimmer metal acetabular liner; item#:unknown zimmer 14mm standard versys fiber metal taper ha coated stem ;lot#:unknown ;item name: unknown zimmer 14mm standard versys fiber metal taper ha coated stem. Investigation of this incident is currently ongoing with the received additional information. Once the investigation is updated, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to pain, elevated metal ions and limited activities of daily living. During revision black and brown staining was noted and a synovectomy was performed due to moderate synovitis. The cup was found to be in good position and stable with no blemishes. The head and bearing were exchanged.